Manufacturer narrative:
Additional information: an attempt was made to use a resolute onyx coronary drug eluting to treat a lesion with 80% stenosis in the proximal right coronary artery (rca). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx coronary drug eluting to treat a mildly tortuous, moderately calcified lesion in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the device failed to cross the lesion and stent deformation occurred in vivo during positioning. The lesion was then further dilated. No patient injury reported.

Manufacturer narrative:
Product analysis analysis: the stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the proximal stent wraps with struts raised. No deformation was evident to the distal tip. A 0.015 inch mandrel would not load through the inner lumen most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. Procedural images have also been returned for review. Images confirm the presence of stenotic disease in the rca (right coronary artery). Individual image time stamps were not provided. Initial contrast injection into the rca shows a total occlusion in the proximal-mid rca. The event description suggests that the target lesion was in the proximal rca. No attempted stent delivery was observed to any part of the proximal vessel. Delivery of a balloon to the mid to distal rca and pre-dilation can be observed. Resolution on the total occlusion can be confirmed following vessel pre-dilation. Diffuse disease is confirmed throughout the entire rca. Positioning and subsequent expansion of a short stent in the distal vessel can be observed. A second support guidewire has been positioned in the vessel, most likely to support the successful delivery of devices to the distal vessel. Delivery and deployment of a long stent to the distal rca can be observed. No images were provided showing the attempted delivery of a 26mm stent to a proximal rca lesion. Subsequent images show the successful treatment of the rca after pre-dilatation activities. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.